Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. No additional information was known or reported as the customer declined to troubleshoot with tandem technical support.